Manufacturer narrative:
(B)(4).

Event description:
It was initially reported to philips healthcare that the heartstart xl experienced an error. It was later clarified that the device would not initialize displayed an error 1000, which is associated with a defib cycle power error. There was no patient involvement.